Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. This lead has been retained by the hospital for microbiology analysis as per hospital protocol. This lead is not expected to be returned for investigation. No additional adverse patient effects were reported.